Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy. The bag broke during removal at the umbilicus. The surgeon had to extend the incision to retrieve the disengaged gallbladder. There was minimal spillage of sludge and some tiny stones, which were suctioned out of the abdomen.

Manufacturer narrative:
Based on review this report is updated from a serious injury to a malfunction. If information is provided in the future, a supplemental report will be issued.